Manufacturer narrative:
(B)(4). The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Additionally, the transmitter (stt-gl-003/64pyb) that was being used with the complaint receiver device was returned on 06/30/2014. The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the device failed confirming the reported of a permanent out of range signal. The root cause was determined to be a defective transmitter. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).